Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection, pelvic pain, mesh complication, vaginal pain/pressure, nocturia, difficulty emptying bladder, urinary hesitancy, intermittent stream, urine loss without awareness, fecal incontinence, enuresis, passing air with urination, and has odor. It was also reported that patient underwent anterior enteroceis repair supplemented with uphold mesh, secondary posterior repair and cystoscopy by dr. (B)(6) on (B)(6) 2012 due to recurrent enterocele and rectocele.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infection, pelvic pain, mesh complication, vaginal pain/pressure, nocturia, difficulty emptying bladder, urinary hesitancy, intermittent stream, urine loss without awareness, fecal incontinence, enuresis, passing air with urination, and has odor. It was also reported that patient underwent anterior enteroceis repair supplemented with uphold mesh, secondary posterior repair and cystoscopy by dr. (B)(6) on (B)(6) 2012 due to recurrent enterocele and rectocele.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat recurrent symptomatic cystocele and rectocele. It was reported that the patient experienced pain, infection, recurrence, urinary and bowel problems, and vaginal scarring. The patient underwent mesh removal on (B)(6) 2012 "anterior enterocele repair supplemented with an uphold mesh." (B)(4) - undefined recurrence; urinary and bowel problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.